Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 03-march-2024, it was reported by the patient that four infusion set cannula fell off within 2 days of use. Event occurred on 03/03/2024, 03/31/2024, 04/10/2024, and 04/14/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available